Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed in the pulmonary medicine department. During insertion, the guide wire could not be advanced through the arrow raulerson syringe causing the guide wire to become kinked. As a result, a new kit was opened and used successfully. There was a delay in treatment with no pt harm and no pt death or complications reported.